Event description:
The customer reported the collimator was closed to the point in which the system failed to display a usable image considering the leaves blocked the x-ray beam. Therefore, this system lost functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.